Event description:
It was reported that there was an issue with sy001ts-ennovate set screw sterile. According to the complaint description, the implantation date was (B)(6) 2021 and the procedure was a lumbar arthrodesis l2-s1. Sometime later, the patient complained of pain in the operative area and the surgeon decided to re-operate. During the surgery, it was observed that the tissue surrounding the right s1 implant appeared to have metallosis and it was noted that closure had failed as the bar was loose at that point; in fact the doctor was able to remove it by turning it with a pair of tweezers. Further, the left s1 clasp was in the same condition and could be removed with little effort. The surgeon decided to dismantle the fasteners and rods, check the condition of the screws with a cat scan; and remove the right s1 screw, place a screw of larger diameter, and reposition the rods and fasteners. In the right l3 closure manoeuvre, one of the fasteners was damaged when it was placed, which made it necessary to replace it. A revision surgery was reported. The adverse event is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2021-00804 (400540247) 9610612-2021-00805 (400540249 ) 9610612-2021-00806 (400540251 ) 9610612-2021-00738 (400537453) 9610612-2021-00810 (400541165) (400541166) 9610612-2021-00812 (400541164) involved components 400538000 sz228r ennovate torque wrench handle 10nm 400540244 sz283r ennovate torque wrench shaft 10nm 400540245 sz391r ennovate set screw driver short.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report. Additional devices were returned to manufacturer, acknoledgment date 22dec2021. 400541164_9610612-2021-00812_MDR 400531692_9610612-2021-00813_MDR.

Event description:
The adverse event is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2021-00804 (B)(6), 9610612-2021-00805 (B)(6), 9610612-2021-00806 (B)(6), 9610612-2021-00738 (B)(6) - doublette (will be closed), 9610612-2021-00810 (B)(6), 9610612-2021-00811 (B)(6), 9610612-2021-00812 (B)(6), involved components: (B)(6), sz228r ennovate torque wrench handle 10nm, (B)(6), sz283r ennovate torque wrench shaft 10nm, (B)(6), sz391r ennovate set screw driver short.

Manufacturer narrative:
9610612-2021-00738 will be closed as a doublette the remaining associated medwatch-report will be updated as soon as additional information is available. See b5.

Manufacturer narrative:
Associated medwatch-reports: 9610612-2021-00804 (B)(6). 9610612-2021-00805 (B)(6). 9610612-2021-00806 (B)(6). 9610612-2021-00810 (B)(6). 9610612-2021-00811 (B)(6). 9610612-2021-00812 (B)(6). Involved components (B)(6), sz228r ennovate torque wrench handle 10nm. (B)(6), sz283r ennovate torque wrench shaft 10nm. (B)(6), sz391r ennovate set screw driver short. Investigation: we made a visual inspection of the received four set- screws. At first we investigated the hexagon of screw "a". The hexagon of this screw exhibit no signs of wear or damages which were signs for a not correct applied hex- key. But we found a piece of the thread sheared off. In the next step we investigated the bottom of the screw. Here we found circular wear marks. Then we investigated the hexagon of screw "b". Here we found no signs of wear or damages. The bottom of screw "b" exhibit a strange wear pattern. The hexagon of screw "c" exhibit no damages. The bottom of screw "c" exhibit strange wear pattern. In the next step we investigated the hexagon of screw "d". Here we found no signs of wear or damages. The bottom of screw "d" exhibit circular wear pattern, caused by not proper tightening the screw, respectively a screw who was tightened over a not correct placed rod, furthermore the thread is damaged. After that, we investigated the hexagon of screw "e". Here we found no signs of wear or damages but the thread is damaged. The bottom of screw "e" exhibit circular wear pattern, caused by not proper tightening the screw, respectively a screw who was tightened over a not correct placed rod. At last we investigated the hexagon of screw "f". Here we found no signs of wear or damages but the thread is damaged. The bottom of screw "f" exhibit circular wear pattern, caused by not proper tightening the screw, respectively a screw who was tightened over a not correct placed rod. A look at the inlay of the enclosed pedicle screw (sy634ts) confirms the assumption that the inserted rod(s) was (where) not correctly tightened. We found heavy wear, caused by a back and forth slipping rod. For comparison the head of the other pedicle screw (sy655ts) shows the correct contact pattern of a pedicle screw with the rod correctly positioned and tightened. The enclosed torque- wrench was sent to the manufacturing plant to check the maximum release torque. Ten measurements were carried out, the result was a maximum of (B)(4). Batch history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. The review of risk assessment revealed that the overall risk level (4(5) severity x 2(5) probability of occurrence) according to din en iso 14971 is still acceptable. Explanation and rationale: the wear pattern on the bottom of the set screws are a sure hint for tightening the screws over a not correct (tilted) applied rod. The damage and deformation on some of the set screws are hints for cross-threading and mechanical overload. It is possible that some screws were not tightened with the torque wrench and the permissible torque was therefore exceeded. The contact pattern in the head of the pedicle screw is a sure hint for tilted applied rods and/or not correct tightened set screws. A material failure or a manufacturing error can be excluded. Conclusion and root cause: due to the current deviation, and according to explanation above, the root cause of the problem is most probably usage-related. Corrective action: a CAPA is not necessary.